Manufacturer narrative:
The investigation is ongoing. Device was discarded.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure of a 26mm sapien 3 ultra valve, the esheath+ split and the valve exited through the esheath+ making it difficult to track. It was noted that the distal end of the stent frame of the valve had gotten caught on the tip. The valve, delivery system, and esheath+ were withdrawn as one unit. There was no damage observed on the valve. A new system was prepped, and the valve was implanted successfully. There were no complications or injuries during the procedure.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery was provided for review. Per imagery review, calcification and slight tortuosity was present within the patient's access vessels. In addition, the valve was observed to be protruding through the damaged liner. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the events. A lot history review was also performed and it did not provide any indication that a manufacturing non-conformance would have contributed to the events. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the esheath+ and delivery system usage. Per the IFU/training manuals, it states that if a significant increase in resistance occurs when advancing the catheter through the vasculature, stop advancement and investigate the cause of resistance before proceeding. Do not force passage, as this could increase the risk of vascular complications. It notes to access characteristics that would preclude safe placement of the edwards sheath, such as severe obstructive calcification or severe tortuosity. It notes that push force can vary due to angle of access and insertion, vessel diameter, tortuosity, and degree of calcification. Additionally, it notes to not over-manipulate the sheath at any time. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events for esheath+ liner punctured and inability to advance the delivery system through the esheath+ was confirmed. No manufacturing nonconformance was identified. A review of the DHR, complaint history, and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, it was noted that the distal end of the stent frame of the valve had gotten caught on the tip and that is when it was noticed that the valve had exited the esheath+.' Per imagery provided, tortuosity and calcification were noted within the patient's anatomy. Per the IFU, 'push force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification.' Since there was tortuosity and calcification present, the delivery system can experience increased friction and in conjunction with excessive manipulation, this can lead to the tear. Based on the reported event description, resistance was experienced and then it was realized the valve had exited the esheath+. In this case, available information suggests that patient factors (tortuosity and calcification) and procedural factors (excessive manipulation) may have contributed to the events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.